Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the device was received as west chester cq for investigation. The device was visually inspected. The prongs on the distal end of the shaft were observed to be bent. Scratches were also visible on the device, and the laser etching was worn off. Dimensional inspection: due to post manufacturing damage, a dimensional inspection cannot be performed on this part. Document/specification review: the current drawing was reviewed as there is no known lot number for the device therefore the manufacturing date cannot be determined. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the prongs on the distal end of the shaft are observed to be bent. There are also scratches visible on the device and the etching has become illegible. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities., h6: photo investigation: a photo investigation was performed based on the images provided. The images were reviewed, and the complaint condition can be confirmed. The prongs on the shaft that interface with the reamer head are deformed. There are scratches on the device, and the laser etched identification numbers are illegible, but these conditions likely did not contribute to the deformed prongs. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the prongs at the end of the flexible reamer were bent and unable to capture a reamer head properly before use. Procedure was completed successfully without any delay. This report is for one (1) 5.0mm flexible shaft. This is report 1 of 1 for complaint (B)(4).